Manufacturer narrative:
The analysis did not find any material defect or manufacturing error. The lead is within all specifications.

Event description:
Primarily complication-free implanted pacemaker system, consisting of the pacemaker philos dr (s/n 75825418) and atrial and ventricular lead (selox st). Intraoperatively and also in the postoperative telemetry, there were good measurement results and a regular pacemaker function. However, the routine long-term ECG showed a pacing pause of 5 s. The telemetry did not show indications for an oversensing of the ventricular lead. As a result, the decision was made to revise the pacemaker device and also to exchange the ventricular lead. After that, there was no more indication of a pacemaker malfunction.